Event description:
It was reported that the customer had a battery issue on the insulin pump. The customer's blood glucose level wa unknown mg/dl. The customer stated that she is off of the insulin pump and using syringes in the meantime. The customer states that she does not want to troubleshoot and wants to start upgrade process and get upgraded pump as soon as possible. The customer said she want a cot pump but still does not want to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.